Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. Gts explained the alarms and assisted the home patient (hp) with troubleshooting. Gts had pressed go before he was connected to the patient line causing the system error 2240. Gts explained to discard all the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish tonight's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the home patient's (hp) nurse, the nurse said that the hp had notified her of the alarm but was unsure of the cause. The nurse advised that she would let the hp know about the cause. No patient injury or medical intervention was reported.